Event description:
Device malfunction: none. Symptoms/ae: retroperitoneal bleed. Time of symptoms/ae: post vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure after an interventional procedure of the right common femoral artery (cfa). Reportedly, the pt experienced unspecified symptoms of a retroperitoneal bleed and received a transfusion approximately two hours post-procedure. The pt was returned to the cath lab and a puncture of the left cfa was performed and an angiogram of the right common femoral artery showed contrast leaking from the puncture site. A covered stent was deployed to treat the artery. The pt was discharged home and is reported to be doing fine. The physician stated that the puncture site was right at the inferior epigastric artery and the very top of the femoral head. There were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.